Manufacturer narrative:
Additional information: device evaluation: follow-up report submitted to document device evaluation results. It was confirmed the device was bent by the service technician through visual inspection. Based on the risk documentation, a bent foot can occur when excessive side load is applied to the feature. The event did not involve a product problem indicating a non-conformity or unanticipated hazard. No further action is required at this time.

Event description:
It was reported that the distal end of the device twisted during a procedure at the user facility, rendering the device inoperable. It was reported there was a 15 minute prolongation of the procedure. It was reported that there was non-optimal perioperative management of the hemorrhage with secondary compression of the cavernous sinus. During a day-15 post-op visit, persistent oculomotor paralysis and facial hypoesthesia were reported.

Event description:
It was reported that the distal end of the device twisted during a procedure at the user facility, rendering the device inoperable. It was reported there was a 15 minute prolongation of the procedure. It was reported that there was non-optimal perioperative management of the hemorrhage with secondary compression of the cavernous sinus. During a day-15 post-op visit, persistent oculomotor paralysis and facial hypoesthesia were reported.